Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon arrival, the helix functioned within spec after cleaning. The lead was recieved at analysis with the steriod ring torn and a segement missing. Upon visual inspection, it was noted that there was apparent explant damage to the lead.

Event description:
It was reported that during the implant procedure, many lead locations were attempted with >5.0v as thresholds. Also, the physician questioned the functionality of the extension/retraction spring. The device/lead was not implanted. No patient complications have been reported as a result of this event.